Event description:
The customer contacted mallinckrodt to report they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they received a return alarm and observed a leak on the pto. The customer reported approximately 150ml of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition.the customer discarded the kit and did not return product for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot l309 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot l309 shows no trends. Trends were reviewed for complaint categories, pto leak and unspecified alarm. No trends were detected for these complaint categories. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6) 2022.